Manufacturer narrative:
Results: the returned cat6 was ovalized at its distal shaft approximately 124.0 cm thru 135.0 cm from the hub. Multiple kinks were present on the distal shaft of the returned cat6. During functional testing, the returned cat6 was unable to be advanced through a demonstration neuron max due to the distal shaft damage. Conclusions: evaluation of the returned cat6 confirmed a damaged distal shaft. Multiple kinks and ovalization were present along the distal shaft. If the peel-able sheath included with the cat6 is not properly used during advancement of the cat6 into a parent device, damages such as these may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, the physician experienced resistance while advancing the cat6 over the guidewire in the sheath, and subsequently noticed that the cat6 tip was crimped in multiple places. Therefore, the cat6 was removed. The procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.